Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device along with the needle which was already inserted into the chamber of the device was received and inspected for the reported failure mode. The complaint is confirmed. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. However,no visual defects were observed. To test the functionality of the complaint device the trigger was fired and found that needle got stuck. Since there was no flag on the needle it was hard to remove the needle manually. It is possible that debris could have been present on the distal end and should be properly cleaned. If it is not properly cleaned debris can build up inside the needle shaft and cause the needle to get stuck. Therefore is a potential root cause for the issue experienced by the customer. However we cannot discern a definitive root cause for reported failure. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure the expressew iii sutuer passer w/o hook is not firing the needle. The procedure was completed using a same like device. 10 minutes delay reported. No patient consequences. The device is available to be returned for analysis.